Manufacturer narrative:
Additional devices for this complaints: unk pump / catalog number 1104. UDI #: unk. Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: yes/ this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death bleeding, and right heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient during implant had an unexpected pleural/lung bleeding which caused an additional left thoracotomy to stop the bleeding. It was stated that the patient left the operating room (or) on maximal high dose of inotropes and "nox". During the night, the patient received a temporary right ventricular assist device (rvad) but due to the vasoplegia the patient could not be stabilized any more. It was stated by the physician that "there has been no pump failure or malfunction, and the patient died because he was transferred to the center too late". No additional information available.

Manufacturer narrative:
Correction: unknown pump removed (unknown pump mentioned in previous report was removed due to the temporary rvad was not a heartware pump) it was stated by the site that the pump would not be returned because the surgeon "did not see a pump malfunction." No additional information available. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The death can be attributed to the progression of the patients disease process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Not to be returned.